Event description:
It was reported that the patient presented to the hospital due to unrelated health issues. A device interrogation was performed and found that their implantable cardioverter defibrillator (ICD) inappropriately went into backup operation with high voltage therapies disabled. Programming changes were made to reset the ICD. The patient had no adverse consequences due to this event.